Event description:
It was reported that the dressing did not absorb exudate as expected. There was leakage, and when the dressing was removed, exudate lay like a pond under the dressing. Unknown how many dressings. No injury to the patient. Customer is not sure which part or lot number was used. No further information to be obtained.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes include skin preparation, dressing left on too long, or wrong size dressing used, the IFU offers further guidance. No part or batch/lot number has been provided, rendering a review of the device history record not possible. The complaint history review found further similar incidents in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.